Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# va15njy040 implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 04-apr-2020, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 10-feb-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a return of pain. The patient stated that she was getting elective replacement indicator (eri) on her battery and that she had noticed a difference in relief. She thought she may need a reprogram as she had not been reprogrammed in several years. So patient was scheduled for battery replacement. However, today, when speaking with the patient, she was saying that she felt like she wasn¿t getting the same relief that she was before and she thought it was because her battery was, giving her the elective replacement indicator. The manufacturing representative (rep) told her that would not make the relief change. When the rep checked her impedances and got her programming off of her battery during pre-op I noticed that she had lead one contact zero through seven all contacts > 10,000. I ask her was she in an accident or had a fall. That¿s when patient stated that she was in a car accident on (B)(6) , and didn¿t even think about that being the issue. When the hcp did an x-ray interop, both leads had migrated down t9. The hcp opted to replace both leads at the same time as replacing the battery for eri. The issue was resolved.